Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted on (B)(6) 2016, etbf2516c145e, stent graft, implanted on (B)(6) 2015, etlw1616c93e, stent graft, implanted on (B)(6) 2015, and etlw1616c82e, stent graft, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high/varying impedance, high rate non-sustained episodes, and high sensing integrity counter (sic) count on the right ventricular (rv) lead. The patient was told to go to the ER (emergency room) for further evaluation. The patient then called and reported that they were told they had a fractured lead and that they turned off the defibrillator and the patient is wearing a life vest. The lia alert has continued to tone and the patient will contact their ep (electrophysiologist) to turn off the alarm since their lead revision procedure is five to six weeks away. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was variable, and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been partially explanted and replaced.